Manufacturer narrative:
The drill bit subject to this complaint was returned for evaluation. It was visually confirmed that the product showed signs of wear and tear of the radiolucent material which may have led to the issue as reported. It was not possible to determine the definitive root cause for the product malfunction.

Event description:
It was reported that during an operation the drill bit ran idle. It was further reported that the radiolucent hub showed signs of wear. No adverse consequences were reported.